Event description:
Per the following physician's office, this system was removed due to infection. The hospital discarded this device. Philos ii dr-t, 1028232-2010-00044, selox sr 53, 1028232-2010-00045.